Manufacturer narrative:
The "date of event" was not provided. The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer was going down a ramp backwards when the scooter allegedly tipped causing the consumer to injure his shoulder when he fell out.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded the alleged incident to be due to operator error.

Event description:
Provider alleges the consumer was going down a ramp backwards when the scooter allegedly tipped causing the consumer to injure his shoulder when he fell out.